Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for gastroparesis on (B)(6) 2015 with a high blood glucose level of 421 mg/dl. The customer was treated for their blood glucose with manual injections. The customer stated that they were vomiting due to the issue. The customer stated that they received a no delivery alarm but has already changed their sets. The customer was not wearing the insulin pump during their hospital stay. The customer did not return the product back for analysis.